Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: therapy date. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an aspiration on left hip approximately 11 month post primary surgery, due to pain and fluid collection.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(4). Concomitant product(s): - a 00620205222 shell porous 63146832, 00630505036 liner standard 62972858, 00784801200 modular neck 63145632, 00801803602 femoral head 63098430 & 00771300900 femoral stem 63161367. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05867, 0002648920-2017-00514, 0001822565-2017-05868, 0001822565-2017-05877 & 0001822565-2017-05888.

Event description:
It was reported that the patient underwent an aspiration approximately nine days post-implantation. The aspiration revealed no growth.